Manufacturer narrative:
Additional information added to h3, h6 and h10. The actual device was not available; however, two photographs of the sample were provided for evaluation. The visual inspection of the two provided photos shows the wet product after priming. The particle in the header area is visible in the first photo, photo two shows the product label. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a polyflux 14l, a black object was observed "inside the product, and it moved with the water". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted